Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump does not register the amount of insulin left in the pump. Customer's blood glucose reading was 133 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the rewind, seating, basic occlusion, occlusion, force sensor, displacement and self tests. No unexpected alarms or audio beep anomalies were noted. The pump was received with minor scratches on the lcd window, a cracked case and keypad overlay. The pump also had a peeling serial number label. The pump was tested with a water filled test reservoir, and the units left on the display properly matched the units left in the test reservoir.